Event description:
The account alleged the nurse call was not functioning. No pt impact.

Manufacturer narrative:
The technician found the nurse call cable is damaged. The technician replaced the nurse call cable and cable assembly to resolve the issue.